Event description:
The (B)(6) customer reported "probe is leaking." The customer was unable to continue using the instrument and stated that staining will continue once issue is resolved. The field service repaired the loose tubing. The instrument is fully operational, within specification and ready for the user. Diagnostics were not altered. No direct or indirect patient harm or user harm have been reported.

Manufacturer narrative:
The tubing malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient information has not been provided by the user.